Event description:
According to the reporter: during the procedure, the clamp didn't work. The device did not cut and the surgeon decided not to continue using the device and continue the procedure without the autosonix equipment. There was no unanticipated tissue loss or tissue damage as a result of this problem. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).